Event description:
The advocate called, stating that control readings were 52 and 54 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. Customer refused to troubleshoot further. No product was sent and no product is expected to be returned.